Manufacturer narrative:
(B)(4). The btt and cannula were returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The btt was observed to be completely intact. The cannula was returned. There was no observed failures with the cannula. The c-ring was completely intact. The btt and cannula were evaluated for mechanical use. No improper flow was observed when the flow of air was passed by a syringe full of air through the insufflation port. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. The scope wash system on the cannula was evaluated for the flow of air by passing a syringe full of air through the scope wash delivery tube. The c-ring was submerged under water and the air was passed through the insufflation tube. Air bubbles were observed in the water bath indicating proper flow. No improper flow was observed. The c-ring assembly was examined for blockages and breaks in the tubing. No blockage or breaks were observed. Based on the received condition of the device, the reported failure for "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to provide proximal insufflation and maintain tunnel pressure. Attempted insufflation on btt port and via proximal insufflation port. Unable to maintain tunnel pressure, no leak at site and insufflator functioning correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro failed to provide proximal insufflation and maintain tunnel pressure. Attempted insufflation on btt port and via proximal insufflation port. Unable to maintain tunnel pressure, no leak at site and insufflator functioning correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.